Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device identifiers were not available. Stent obstruction and elevated iop are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA on 05/17/2017. Refer to MDR #2032546-2017-00028 for the obstructed stent in the right eye.

Event description:
The surgeon initially reported obstruction of one of two stents implanted in the right eye. On (B)(6) 2017, the surgeon provided information that one of two stents implanted in the left eye was observed to be obstructed by fibrin and the iop in the left eye was surging up to 26 mm hg. On (B)(6) 2017 consultation with the glaukos medical monitor was completed, and possible treatment options were discussed. This included aggressive steroids and anti-glaucoma medications prior to attempting laser, as the laser could induce further inflammation. It was reported by the surgeon that low energy yag had already been completed and was followed by an iop spike. The glaukos medical monitor advised that laser can induce an inflammatory response and sometimes cause a pressure spike. Steroids and pressure lowering drops would be considered as the next treatment options. On (B)(6) 2017, the surgeon provided the following additional details to the glaukos medical monitor. The patient has been on topical prednisone forte every two hours. Both stents in the left eye were observed to be in good position. The iop surged to near 30 mm hg. The surgeon is planning to perform trabeculectomy and is awaiting a reply from the patient¿s cardiologist on anti-coagulant management.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. (B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2017, it was reported by the surgeon that the patient is being treated with micro pulse p3.